Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that during use with an unspecified bd blood collection tubes there was a loose closure. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the nurse on the night shift in the morning was preparing to collect routine blood for the 17-bed patient, when she took the blood collection tube, she found that the blood collection tube fell off when it touched the purple cap, and it was still loose after repeated installations, making it unusable.